Manufacturer narrative:
The device in question has not yet been returned to boston scientific for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned or further significant information is obtained, a supplemental report will follow.

Event description:
The physician reported that during manipulation and withdrawal of the catheter, the tip of the subject device tore off and remained in the patient. The vessel was embolized with some glue, as it was part of the fistula. The physician reported that there was no patient complications. The patient is reported as fine and was discharged from the hospital in 2006.